Manufacturer narrative:
Three probes have been returned for investigation and analysis is pending. A supplemental MDR will be filed as necessary. When additional reportable info becomes available. This report mailed in to FDA on: 07/10/2008.

Event description:
The customer reported that during the case, the 23 gauge vitrectomy cutter stopped working. The surgeon completed the case using irrigation instead. The following case was cancelled.